Event description:
The manufacturer received information alleging when "trying to do pm and the active exhalation will not pass. Does one gust of air and then fails. The device has been returned to the manufacturer's service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging when "trying to do pm and the active exhalation will not pass. Does one gust of air and then fails. The device has been returned to the manufacturer's service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center the customer's complaint was confirmed. Three-way solenoid is defective and failing active exhalation verification test. The three-way solenoid will be replaced to address the issue.